Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a refill appointment scheduled for the 16th, but had to go to the emergency room and could not make it. It was noted the patient was diagnosed with stage two cancer and it was unrelated to the device or therapy. It was stated they had to "cut it out" and the patient had not been able to get to the doctor to get medication and she was in "so much pain". It was then stated there had been no medication in the pump "for a couple weeks". The patient had been chewing percocet and had to use more because she had no drug in the pump. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.